Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
The initial failure description was as follows: "the customer responded that the battery could only work for less than 10 minutes after charging for a long time." According to the information by the ssu (service and sales unit) on 2020-03-15 the customer had replaced the battery themselves three years ago. On 2020-02-09 the ssu informed that the battery purchased by the customer has no label. The customer introduced it as a lithium battery. The whole charging process is normal, and the indicator light works normally.the battery has been ordered by the technician and would be replaced. The failure could not be confirmed due to the fact the customer replaced the battery themselves. As stated by the ssu it could be confirmed that this battery is compatible with the self-purchased by the customer and after doing overhaul and testing on site. The hospital engineer and the technician confirmed that the internal battery performance of the machine was degraded. This battery is compatible with the self-purchased by the customer. It has been used for more than 3 years. It has been continuously charged for more than 12 hours before the test.(see communication grid dated on 2019-12-29). Thus a most probable root cause could not be determined as the defective battery is from customer itself. The emergency driver was used in time to ensure patient safety. Thus the device was used during treatment and was directly involved in the incident. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer responded that the battery could only work for less than 10 minutes after charging for a long time. (B)(4).